Event description:
It was reported that the patient felt weak and tired. The patient was out of breath when going up stairs and had to stop to catch breath. The clinic could not confirm if this was device related since the patient recently transferred out to a new doctor. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.